Manufacturer narrative:
The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a broken cable. Intuitive surgical inc., (isi) followed up with site's clinical sales representative (csr) and obtained following additional information: there was no patient injury. The reported 8mm force bipolar instrument will be returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.